Manufacturer narrative:
(B)(4). During baxter's evaluation, door not fully latched alarms were confirmed and reproduced. The symptom was caused by the front case shim being out of specification. The front case was shimmed to correct the condition and ensure prevention of these alarms.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.